Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The reported general comment that the single stent design of the non-abbott covered stent has better deliverability than the sandwich design of graftmaster covered stents is a personal opinion of the physician and not a quality issue with respect to manufacture, design or labeling with the product. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported in a research article that this was a case of ostial left circumflex (lcx) artery perforation during rotablation percutaneous coronary intervention (pci) of left main coronary artery (lmca) and lcx artery. The lesion was accessed with a stiff wire and a pigtail catheter was placed in the left ventricle. An impella was placed. Rotational atherectomy was performed. After a non-abbott guide wire could not cross the tight lcx stenosis, a pilot 50 guide wire was advanced and supported by the non-abbott dual lumen microcatheter. The pilot 50 was then exchanged with a rota floppy wire. Non-abbott stents were deployed and post dilated with non-abbott balloons and a perforation was noted. Many non-abbott balloons and non-abbott stents were used and balloon tamponade was performed as well as pericardiocentesis. A non-abbott covered stent was implanted and the patient developed st elevation in the anterior leads and severe chest pain due to occlusion of the lad. Fenestration of the covered stent was performed and a non-abbott wire was advanced through the dual lumen catheter through the covered stent. Next the pilot 200 guide wire was used with the dual lumen catheter; however the pilot 200 guide wire kept going to the lcx and was unable to wire the lad. Therefore a non-abbott guide wire was used. Ultimately the fenestration was dilated and normal flow to the lad was restored. The patient had the impella removed the next day and was discharged shortly after. It was stated generally that the single stent design of the non-abbott covered stent has better deliverability than the sandwich design of graftmaster covered stents. Additional information can be found in the article "treatment of rotablation-induced ostial left circumflex perforation by papyrus covered stent and its fenestration to recover the left anterior descending artery during chip procedure".